Event description:
Additional information reported that the patient had a ¿baclofen overdose or something.¿ the patient had been admitted to the intensive care unit, and it was noted she ¿almost died."

Manufacturer narrative:
Concomitant medical products: catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2009 explanted: unk.

Event description:
The patient experienced increased dyskinesia prior to a refill on (B)(6); and the patient was found unresponsive later that day after the refill. It was also reported that the patient experienced respiratory arrest "hours later" following the refill. The pump was turned off at the request of the patient's family and physician's order. The patient was admitted to a hospital, and was noted as having been there since "last week." The patient was noted as still being in the hospital, "although not now ventilated." It was planned that the pump was to be explanted at a later date. The pump logs did not show a problem. The drug in the pump was compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).